Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was fractured. There was no intervention made as of this time. This lead remains in service. No adverse patient effects were reported.